Event description:
Caller states that the customer tested at 88mg/dl on the device. She stated that the customer was acting odd approximately 30 minutes later and tested with a result of 119mg/dl. The customer was given milk due to his symptoms and was also given a glucogon shot. Caller reports that approx. 30 minutes later the customer felt better. Customer is on an insulin pump, but did not rpeortedly take any extra insulin due to device results. Fifteen minutes after the 119mg/dl result, the customer tested at 110mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.